Event description:
Broken while performing a thoracotomy, a piece of the scissor broke off at the tip.  The broken piece could not be located.  X-rays of the patient were performed and the broken tip could not be located in the patient.  The procedure was completed with minimal delays.  The patient is in good condition.  The surgeon and processing technician inspected the instrument prior to use and did not notice any damage to the instrument.

Manufacturer narrative:
(B)(4). An evaluation of the instruments was performed by the manufacturer. The instrument was manufactured in 2006 and is made of (B)(4). The evaluation determined that the instrument appears to have been overstressed during use or processing, which resulted in the instrument cracking. The crack further propagated during its subsequent use. A magnified picture of the broken section shows signs that the instrument had been processed (cleaned and sterilized) while the initial cracked existed. There were no issues with the manufacturing process or material. A device history review (DHR) was performed which showed no issues with the instrument.